Event description:
It was reported the epg (external pulse generator) has a broken display after being dropped. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display lens was cracked. It was also noted that the upper case, lower case and one side bail cover were broken, the battery release, heart block, lead flex cover and battery drawer were contaminated, the battery contacts were compressed and the keyboard was cosmetically scratched.